Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) and consumer via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and cerebral palsy. The pump contained bupivacaine [12.5 mg/ml] at minimum rate and lioresal [500 mcg/ml] at minimum rate. It was reported an alarm was heard and confirmed by telemetry. Low battery reset and reset occurred according to the pump logs. The representative stated the pump was replaced on (B)(6) 2018 and would be sent back to the manufacturer. The pump was currently at a health care facility, and the representative made a request to have it sent back, but it could be up to a month. There were no reported symptoms; the representative stated the patient was a poor historian. The logs were full of events from (B)(6) 2018, so there was no visibility to issues beyond that. The patient was restarted on 50 mcg/day lioresal with the new pump and would follow-up with the hcp. There was no patient weight made available to the representative, so she would not have that information. No further patient complications were reported.